Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kme1602; batch# kle0601; batch# kjb8291. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure on unknown date and the absorbable hemostat was used. Following the procedure, the patient experienced infection. Additional information has been requested.

Manufacturer narrative:
Representative sample was received for review of packaging integrity. Pouch had no visual defects that could affect the product. The sterile barrier was not compromise. Surgicel hemostat was properly contained within the tyvek as required. Surgicel hemostat was visually inspected for attribute defect. No foreign matter, workmanship defects (knitting, slitting, and cutting defects), contamination with stains, or changes in color were detected. Product examined and did not exhibited any manufacturing defects.